Event description:
It was reported that at follow-up, the electrogram activity was unusual. The ventricular rate was noted to be 80 beats/minute and the atrial rate was noted to be 40 beats/minute. Also, the p-wave measured 21.3 mv and the r-wave measured 3.9 mv. In clinic a 12-lead electrocardiogram was performed and temporary aai and vvi pacing verified both ventricular and atrial capture. The physician suspected possible reversed lead/header connections at implant. It was planned to perform fluoroscopy at the next follow-up appointment to confirm and rule out lead dislodgement, etc. The pacemaker was programmed aai 50 and remains in service. No adverse patient effects were reported. It was additionally reported that the patient underwent fluoroscopy at follow-up which confirmed that the leads were in their original implant position and had not moved. The patient underwent revision surgery to correct the lead connections in the header and the device was subsequently programmed to dddr. The pacemaker system remains in service and no additional adverse patient effects were reported.